Event description:
It is reported that on (B)(6) 2013, during a prodisc c procedure, the milling bit broke. All pieces were retrieved. Surgeon used manual chisels to complete the boring process. It is reported the broken bit was discarded. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. Placeholder.